Manufacturer narrative:
The reported event was addressed with phone support. The customer was able to resolve the issue with the 30 degree endoscope. The technical support engineer (tse) explained that the issue could be due to guide tool change (gtc) function. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the 30 degree endoscope image was reversed. The customer was able to resolve the issue. The technical support engineer (tse) explained that the issue could be due to guide tool change (gtc) function. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reseated the endoscope for several times and the issue resolved. There was no injury to the patient. The endoscope will not be returned. There are no photographic images of the images of the device(s) or a video recording of the procedure available for isi review.